Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the scratching on the tip of the beak could not be identified. However, it¿s likely, the cause is related to thermally induced impact, wear and tear, improper handling, mechanical overload like a fall, shock or similar stress. The suggested event is inspectable and preventable, by handling the device in accordance with the following sections of the instructions for use: 4 before use: warning, infection control risk: properly reprocess the product before first and each subsequent use, following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning, risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of screw came off was confirmed. Device evaluation found that the guide screw fell off. The damaged part of the screw remained in the insertion pipe. In addition to scratching on the tip of the beak finding, the additional evaluation findings are as follows: there were cracks in the seal rubber (yellow), and there was wobble on the cap. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the inner sheath screw came off. There were no reports of patient harm. During evaluation of the returned device, it was found that there was there was scratching on the tip of the beak and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.